Event description:
During a procedure for a pelvic fracture, the tip of the drill bit broke off in the iliac wall. The surgeon determined it best to leave the tip in the bone as it was well seated and removing it would cause damage.

Manufacturer narrative:
This information has not been provided. Additional information has been requested. Subject device is an instrument and is not implanted. Manufacture site and manufacture date could not be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device has been returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.